Manufacturer narrative:
This product is not marketed in the us. Device evaluation: product evaluation found that the lens was returned dry in a micro centrifuge vial. Visual inspection found the haptic curved and red and clear residue on lens surface. (B)(4).

Event description:
The reported indicated that the surgeon implanted a 13.2 mm vticm5_13.2 implantable collamer lens, -14/+1.5/6 diopter, into the patient's right eye (od) on (B)(6) 2016. On (B)(6) 2017, the lens was exchanged with a shorter lens due to excessive vault and significant reduction of ica. The problem was resolved. On (B)(6) 2017, the patient's bcva was 20/20 and ucva was 20/20.